Manufacturer narrative:
At this time, the product has not been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack DHR for cable and adapter were reviewed and the DHR showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that her daughter experienced a fast-draining battery issue with the freestyle libre 2 reader, and as a result, was unable to use the reader to monitor glucose. The customer was taken to the hospital for a diabetic coma, with her glucose reportedly reaching over 1,000 mg/dl. No further information was provided as caller refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.